Event description:
It was reported that during the procedure in the right femoral artery via crossover approach, pre-dilatation was not performed and an attempt was made to advance a 6.0x100x80 absolute pro stent delivery system to the target lesion. The stent system could not cross the target lesion; therefore, an attempt was made to withdraw the stent system and it became caught inside the 6f non-abbott sheath. The stent system and the sheath were removed as a single unit. A new 6f non-abbott sheath was placed, pre-dilatation was performed using a 5.0x80x80 fox plus balloon, and a new 7.0x80x80 absolute pro stent was successfully implanted. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: benson guide wire .035 cordis; sheath: 6 fr. Arrow 45cm; the device was returned for analysis. The difficulties removing the device were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.